Manufacturer narrative:
The complaint device was not returned, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device¿s serial number. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned.

Event description:
It was reported by the biomed that during an unknown procedure, when the surgeon use the foot pedal this one activate many function on the pump (did not precise which one). Another foot pedal was use to complete the case. No patient consequences. Foot pedal was not returned for repair.